Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01186. This report is being submitted as additional information. Patient¿s weight was not provided. Approximate age of device ¿ 2 years and 1 month. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. The report of full battery depletion was confirmed through evaluation of the submitted log file. The heartmate ii lvas instructions for use (IFU) ¿powering the system¿ section provides important information regarding the heartmate batteries, including ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. Furthermore, the IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module or mobile power unit. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018 the patient presented via emergency medical services (ems) after a syncopal episode. The patient had fallen at home and lost consciousness. Emergency services arrived and the pump was not running. A fresh set of batteries was connected and the pump restarted. The patient¿s family reported that no alarms were heard. The vad coordinator performed a system controller test and all of the lights on the system controller illuminated and audio alarm sounded. Upon system controller history interrogation, a pump stoppage occurred due to depleted power supplies. It was reported that the patient had been sleeping with battery support and not the power module. A technical services representative reviewed the submitted log file which confirmed the events. No additional information was provided.